Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a nc sprinter balloon to treat a severely calcified and severely tortuous ostium lad lesion exhibiting 95% stenosis . No damage was noted to device packaging and no issues removing the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered but no excessive force used during delivery. It was reported that balloon removal difficulties occurred.

Manufacturer narrative:
The device was not being used to post dilate a previously deployed stent. There was no difficulty removing the protective sheath during device prep. The whole system was removed and then replaced with a new balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.